Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii spray of fluid (ethanol, sheath, biohazard, waste) under pressure was detected. The following information was provided by the initial reporter: was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. Was there spray of liquid under pressure? Yes. What was the fluid that leaked? Cytometer sheath fluid (facsflow 342003). Did biohazard leak before or after waste line? Na - non waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? Yes. Where did the physical contact of fluid occur? Benchtop. What personal protective equipment(ppe) was being used during the occurrence? Lab. Coats, gloves, eye protection. Was there any impact to patient samples due to leak? No. Was customer /bd personnel harmed/injured? No. What is the current medical status? N/a. Fluid ingressed into pc, does not turn on.

Manufacturer narrative:
Scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6) . Problem statement: customer reported a complaint regarding a spray of fluid under pressure not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 20apr2021 to 20apr2022. Complaint trend: there are 9 complaints related to the issue of a spray of fluid not contained within the instrument; pr# (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), and this one, (B)(4). Date range from 20apr2021 to 20apr2022. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), , was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a disconnected sheath fluid tube. The customer had initially reported that a fluidic leakage had damaged the pc. An engineer later reported that the hts sheath supply tubing had disconnected during system startup, possibly due to increased pressure during the startup. An fse (field service engineer) was sent onsite to observe the issue, and it on the customer site had bench tested the pc and monitor successfully. Upon arrival, the fse reconnected the workstation, replaced the hts sheath supply tubing (pn 7000978), and ran startup 6 times with no issues. They then ran beads from a 96 well plate to confirm that the hts was functional. After the repairs, the instrument was tested with a cs&t performance check, which passed, and was confirmed to be functioning as expected. No parts were requested for evaluation as the replaced tubing is not returnable and was discarded. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2008 defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - pc fault. Problem description: hts sheath supply line disconnected during fluidic start up, sheath fluid leaked onto benchtop and off bench onto pc. Work performed: scott m 20th april 22 - fault reported while engineer onsite on 19th april 22 for facscanto b hts repair. Hts sheath supply tubing pcn 7000978 disconnected during system start up, sheath fluid leaked onto benchtop and onto pc underneath. Arrived onsite and local it had already bench tested pc and monitor successfully. Reconnected workstation to facscanto a and started up instrument. Replaced hts sheath supply tubing pcn 7000978, tested start up x 6 times without further issues. Ran beads from a 96 well plate to confirm hts operation, cs&t performance check passed. During visit inspected wetcart and identified p2 prime pump needs replacing, pcn 641925. Opened new bd case ref 01663287 for follow up to replace wetcart p2 prime pump, system still operational. Repair intervention complete. Cause: hts sheath supply tubing pcn 7000978 damaged, pressure during system start up causing tube to disconnect. Solution: during visit inspected wetcart and identified p2 prime pump needs replacing, pcn 641925. Opened new bd case ref (B)(4). Quality response. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? No. 3. Was there spray of liquid under pressure? Yes. 4. What was the fluid that leaked? Cytometer sheath fluid (facsflow 342003). 5. Did biohazard leak before or after waste line? Na - non waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? Yes. 8. Where did the physical contact of fluid occur? Benchtop. 9. What personal protective equipment(ppe) was being used during the occurrence? Lab coats, gloves, eye protection. 10. Was there any impact to patient samples due to leak? No. 11. Was customer /bd personnel harmed/injured? No. 12. What is the current medical status? N/a. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified?yes no. Item: 4 quick disconnect function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.2 not connected. Potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart potential cause(s)/mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. Current controls: user observation of leak. Recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump responsible party: (B)(4). Target completion date: 6/1/2004. Actions taken: 342500 (wetcart fluidics architecture). Severity: 8. Occurrence: 4. Detection: 1. Rpn: 32. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a disconnected sheath fluid tube. Conclusion: based on the investigation results the root cause of the spray of fluid under pressure was due to a disconnected sheath fluid tube. Prior to the fse¿s arrival, it had already bench tested the pc and monitor successfully. When the fse arrived, they started the instrument, replaced the hts sheath tubing and performed the startup 6 times without any further issues. They then ran beads from a 96 well plate to confirm the hts was performing well. After the repairs, the instrument was tested and confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that while using bd facscanto¿ ii spray of fluid (ethanol, sheath, biohazard, waste) under pressure was detected. The following information was provided by the initial reporter: "1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? No. 3. Was there spray of liquid under pressure? Yes. 4. What was the fluid that leaked? Cytometer sheath fluid (facsflow 342003). 5. Did biohazard leak before or after waste line? Na - non waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? Yes. 8. Where did the physical contact of fluid occur? Benchtop . 9. What personal protective equipment(ppe) was being used during the occurrence? Lab coats, gloves, eye protection. 10. Was there any impact to patient samples due to leak? No. 11. Was customer /bd personnel harmed/injured? No. 12. What is the current medical status? N/a. Fluid ingressed into pc, does not turn on.".